Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: was there any patient consequence? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the ec60a's anvil jaw didn't open and the jaws did not eventually open. The device was not locked on tissue with the jaws closed. Stroke count indicator showed locked. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # t5av33. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The stroke count indicator functioned as intended and the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information received: no patient consequence.